Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high-level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for following bacteria. The biopsy channel: klebsiella pneumoniae and enterobacter cloacae (96cfu), the suction channel: no microbial growth, the air/water channel: no microbial growth, the auxiliary water channel: klebsiella pneumoniae and enterobacter cloacae (4cfu), the subject device had been disinfected using non-olympus automated endoscope reprocessor (getinge) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide; device manufacture date and additional information of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".